Event description:
Customer reported no image on the right monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the right monitor. System operates as intended.